Event description:
Bayer medical care was notified of an alleged air injection that had occurred during a CT scan while a patient was connected to a medrad® stellant flex CT injection system (serial number (B)(6)). Following the injection, an undisclosed amount of air was visualized on the displayed images. The patient was reported to have been transferred to another facility and their current status is unknown.

Manufacturer narrative:
A system service check of the medrad® stellant flex CT injector, serial number (B)(6), was completed on june 17, 2025 which confirmed that the injector was operating within bayer specifications. Multiple documented attempts have been made to gain specific information related to the reported event, including the disposables involved; however, these attempts have been unsuccessful. In the event that additional information is obtained, a follow-up report will be submitted. The medrad® stellant flex CT injection system operation manual cautions the user as follows: warning: air embolism hazard - serious patient injury or death may result. Ensure patient is not connected while purging air from syringe or engaging or advancing plunger. Expel all trapped air from the syringe(s), connectors, tubing, and catheter before connecting the system to the patient. To minimize air embolization risks, ensure that one operator is designated the responsibility of filling the syringe(s). Do not change operators during the procedure. If an operator change must occur, ensure that the new operator verifies that the fluid path is purged of air. This information does not constitute an admission that the device, the company or its employees caused or contributed to a reportable event.